Event description:
It was reported that review of a remote transmission noted a lead warning for the right ventricular lead due to low impedance. The physician reported that this was a known warning from a previous interrogation and the lead is programmed unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2013; 4965 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).